Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The information provided by the reporter indicated that the issue was due to use error, as the device was incorrectly connected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link extension set had a leak of an unknown chemotherapeutic drug. The reporter explained that the set was connected at the wrong location; it was connected to a non-baxter secondary set rather than the end of the primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.